Event description:
It was reported that the disposable leaked when they disconnected the bottom portion to insert into pump, medication started to leak out from the bottom of the cartridge. This occurred while in use on the patient. No patient death or serious injury.